Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system in primary vector, received an inappropriate shock and three previous untreated events due to noise and oversensing. It was thought that this was sense b noise. This patient had laid down with their arm above their head, and the noise was unable to be recreated in the clinic. A false atrial fibrillation (af) event was observed with spikey noise. Technical services (ts) noted this sensing difficulty occurred in primary vector and discussed programming options along with x ray imaging recommendations. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.